Event description:
Patient in operating room for bronchoscopy with photodynamic therapy. During the laser portion of the photodynamic therapy portion of the procedure a piece of the fiber broke off while in patient's lung. Md was able to retrieve broken piece and remove it from the patient. However, due to light source coming into contact with oxygen, small airway fire occurred. Patient with burn injury at the anterior segment orifice. Manufacturer response for photodynamic therapy laser, optiguide cylindrical diffuser (per site reporter).